Event description:
It was reported that an unspecified physician attempted arteriotomy closure of a common femoral artery using a proglide device after an unspecified procedure. Reportedly, a cuff miss occurred. The device was removed from the patient's groin and an unspecified method was used to achieve hemostasis. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was returned with almost the whole monofilament exposed at the guide and the needle tip and posterior cuff were still attached to the rail end. The anterior cuff was out of the foot pocket and the tabs were damaged. The plunger was not returned. Based on the investigation findings, the anterior cuff detached from the anterior needle tip during removal of the plunger and this would result in a failure to retrieve the suture during the needle plunger retraction. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. The cuff detachment from the needle tip is likely the result of resistance or drag encountered during the procedure. There was no abnormal observation found on the returned device that could have contributed to the reported event. Therefore, the cause for the anterior cuff to needle tip detachment and reported cuff miss is undetermined. Review of the device history record did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database was performed and there is no indication of a product quality deficiency. Based on the investigation, there does not appear to be any indication of a product quality deficiency.